Manufacturer narrative:
Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. The customer used a centrifugation time of 8 minutes at 3040 g. Foam was observed on the surface of the sample. Sample foam detection (sfd) images were reviewed. There was no dust on the active wheels and the active gripper wheels were well adjusted. During initial testing, foam was present on the sample. The initial pipetting didn't trigger an sfd alarm, however, a foam detection alarm was triggered for the repeat test. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing. E1 initial reporter establishment name: (B)(6).

Event description:
There was an allegation of questionable elecsys troponin t hs results for one patient sample on a cobas e 801 analytical unit. The initial result was 70.3 pg/ml. The repeat result was 5.60 pg/ml. The initial result was questioned as it did not match the patient's clinical diagnosis and was not reported out.